Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as being unresponsive and disoriented. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported sensor glucose versus blood glucose differences. The customer had another low of 40 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.